Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 3 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: a review of the black box showed multiple loss of prime warnings with low non zero force. The rewind, load, and prime testing was performed successfully. The pump was exercised for 24 hours and no loss of prime alarms were emitted. Force calibration testing was performed and passed. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to cracks in the battery compartment at the threads to the left side of the grip pad, from the threads to the grip pad, and from the case seal to the bumper. Additionally, a leak was found in the audio bolus button due to the audio bolus button cover being torn. The pump was opened to find no moisture. The audio bolus button cover was removed to find no moisture. The audio bolus button was still operable.